Event description:
It was reported that during clinic visit, the device treating health care professional (hcp) found this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trends. Upon review, ts confirmed that the rv lead shock impedances were gradually increasing until the impedances were measured to be greater than 125 ohms which is considered to be high out of range. Ts discussed possible causes of the gradual rise in shock impedances and recommended for commanded shock test to be performed. At this time, the rv lead remains in service. No adverse patient effects were reported.